Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 page 95. Warning: low or high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported her pod site was red, raised, hot, and pus was coming out. Patient also reported that the cannula was bent and her blood glucose level reached 400 mg/dl. Patient went to urgent care was given the diagnosis of cellulitis; put on an IV with antibiotics (clindamycin) and given a prescription of cesadroxil 500 mg. Pod was worn longer than 48 hours.